Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after three (3) months due to unknown reasons. The explanted valve was replaced with an unknown device. No additional details provided.

Manufacturer narrative:
Although there have been attempts to receive further information regarding this event, no additional details were provided. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.